Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips keep scissoring. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Additional information: were both devices used on the same patient? No. How was/were the patients impacted? Different vendor product had to be used. Please answer the questions for both devices. Which firing of the device did this event occur on? Several. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? After. Out. Sample staples will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.